Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change occurred prior to the occlusion alarm declaring. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. Customer¿s blood glucose level ranged from 198-199 mg/dl.